Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported patient's thoracic ipg lost communication with external devices following an unrelated surgery. The patient's cervical leads had high impedances on all contacts. As a result, surgical intervention is pending to address the issues.